Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed leak in the iab circuit. Customer states, the patient was being supported by both va ECMO and iabp. The ECMO flows were around 5 all day. At the start of the shift, the patient¿s left axillary iabp was set 1:1 semi-automatic. The patient was placed on automatic with EKG as a trigger at around 8 am. Patient was hemodynamically stable all day. At roughly 1600, the iabp alarmed leak in iab circuit. The iabp fill key was held for 2 -3 seconds and then restarted and pumping was resumed. The doctor stopped by to see the patient at around 16:30. He changed the iabp setting to 1:2 and was standing outside the room discussing patient. It was noticed that the pump was completely off! There was no alarm! It was plugged into a red outlet. Within 1-2 minutes the green start button was pressed and the iabp screen came back on and pumping was resumed at 1:1 and per the doctor the balloon pump trigger was changed to pressure trigger. Patient had no changes in his hemodynamics! There was no patient harm or injury reported.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) I was working in cticu on wednesday august 9th taking care of bed 3 with the initials c s. The patient was being supported by both va ECMO and iabp. The ECMO flows were around 5 all day. At the start of the shift, the patient¿s left axillary iabp was set 1:1 semi-automatic. I place the patient on automatic with EKG as a trigger at around 8 am. Patient was hemodynamically stable all day. At roughly 1600, the iabp alarmed leak in iab circuit. The iabp fill key was held for 2 -3 seconds and then restarted and pumping was resumed. Dr el gudin stopped by to see the patient at around 16:30. He changed the iabp setting to 1:2 and was standing outside the room discussing patient. I looked at the pump and noticed it was completely off! There was no alarm! It was plugged into a red outlet. Within 1-2 minutes the green start button was pressed and the iabp screen came back on and pumping was resumed at 1:1 and per dr el gudin the balloon pump trigger was change to pressure trigger. Patient had no changes in his hemodynamic!. Getinge field service engineer (fse) upon arrival at main lobby call contact ben zetti. After 25 min ben arrived and state unit was by him all week, someone moved unit to clinical engineering in other bldg. Went to clinical engineering. At clinical engineering bmet state other bmet has unit in other office. At other office with other bmet, state he just fixed unit. Explained to contact ben and bmet will still have to pay for visit to site. Contact ben stated he understands, and it is okay to close this call. Please note this site performs all their own repairs.no patient harm.

Event description:
N/a.